Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that in central processing, the maryland bipolar forceps instrument had a broken conductor wire. There was no patient involved. Intuitive surgical inc. (Isi) followed up with the customer and obtained the following information: the instrument was inspected prior to use with no issues noted. The full lot number of the instrument was provided, and the customer stated the surgical task that was being performed when the issue occurred was a nephrectomy. The broken wire was the clack conductor wire. There was no loss of cautery, arcing or thermal damage. There was no fragment that fell, and the customer was unknown if there were any collisions with any other instruments or arms.